Event description:
It was reported that the patient's device was moved in (B)(6) 2010 "to the right and down" from the original implant site. The reason why was not reported. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3550-29 lot# n248235, implanted: 2010 (B)(6), product type accessory product ID, 3777-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead. (B)(4).

Event description:
Additional information reported the original placement of the neurostimulator was "uncomfortable."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).